Manufacturer narrative:
Event date: (B)(6) 2016. Additional information received indicating that intraoperative the handpiece got hot in less than one minute. The procedure was completed with another handpiece. Concomitant product: 1845020: indigo otologic angled attachment, serial number (B)(4), lot number 206666507, manufactured date ¿ mar/19/2013; 1845010: indigo otologic straight attachment, serial number (B)(4), lot number 206377038, manufactured date ¿nov/27/2012. (B)(4), date MFR. Rec: jan/20/2017. Device evaluation has been completed for the indigo drill (product # 1845000). Analysis could not confirm the reported event of heating up in less than a minute. Pre-repair temperature testing could not be performed since the handpiece stalled when received. Evaluation indicated that the collet was worn and corroded. The front of the motor was corroded. A connector insertion at the back of the motor was broken and stuck on the cable. The device was repaired, tested to all manufacturing product specifications and returned to the customer. The indigo angled attachment (product # 1845020) was returned for analysis. Device evaluation has been completed. Evaluation indicated that the attachment was running rough. The attachment was slightly corroded internally and the bearings were worn. The laser markings were also fading on the device. The device was repaired, tested to all manufacturing product specifications and returned to the customer. The indigo straight attachment (product # 1845010) was returned for analysis. Device evaluation has been completed. Evaluation indicated that the bearings were broken and the laser markings were fading. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
Additional information received indicating that intraoperative the handpiece got hot in less than one minute. The procedure was completed with another handpiece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1845020: indigo otol angled attachment, serial number, lot number and manufactured date unknown, 510(k) #k081475, UDI # (B)(4); 1845010: indigo otol straight attachment, serial number, lot number and manufactured date unknown, 510(k) # k081475, UDI # (B)(4). The indigo drill (product # 1845000) was returned for analysis; device evaluation anticipated but not yet begun. The indigo angled attachment and straight attachment were not returned for analysis.

Event description:
It was reported that the indigo handpiece motor was heating up. Straight attachment was making a strange noise and angled attachment was heating up. There was no patient impact.